Event description:
The distributor reported that the glidescope gvl 4 video laryngoscope is separating along the seams and the display is not clear. On return to verathon, the leading end of the glidescope gvl 4 video laryngoscope was found to have broken off at the camera juncture. No pt involvement was reported.

Manufacturer narrative:
A visual inspection showed the glidescope video laryngoscope was separated along the seam from the tip to the camera and a piece of the blade on one side was broken off. The break was at the camera juncture. Safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers on 05/10/2013 to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.